Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners and stained address/serial number label. (B)(4).

Event description:
The customer was reported via phone call that, the top of reservoir chamber was chipped off. The blood glucose was unknown at the time of the incident. Customer reported damage to the insulin pump. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.